Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, because the subject device was discarded by the user. Therefore, the exact cause of the reported event could not be conclusively determined. The lot number of the subject device and the event date are unknown. As a result of checking the manufacturing record for past 1 year from the aware date, it was found no irregularities. Based on the past similar cases, it was known that this event occurred since the loop was caught between the hook and the coil sheath after the loop was released in the tube sheath for unspecified reason. The above device handling has warned in the instruction manual as follows: do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed. Do not hold the loop with the distal end of the tube sheath while the loop is surrounding the tissue. Otherwise, when the tissue is ligated, the loop may be detached from the hook in the tube sheath and tangled with the hook.

Event description:
During a hemostatic ligation for a polypectomy, the subject device was used. The loop of the subject device could not be released. The user severed the handle and released the loop. The procedure was prolonged. The subject device was discarded. There was no patient injury reported. This is the report regarding the failure of releasing the loop.